Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log review was performed but no related information could be found. No infusion recorded on reported date (15 jan.) No infusion on (B)(6) also. On (B)(6), 3 different flow rates have been programmed, but not 180 ml/h as reported. No infusion on 13 january. History data do not confirm events described in complaint. The device log and the reported device were first checked locally but nothing could be found in relation with the reported event. The device was tested on an extended flow and the biomedical engineer was unable to reproduce the reported event. The device was therefore sent to brézins for further investigation. Several tests were carried out but all performed as expected and were complaint with IFU specifications. The event could not be reproduced either. Internal inspection found no trace of contamination on keyboard or lcd board or anything that could be related to the reported event. No technical or functional cause could be identified for this event as the device worked as intended during testing. However, a possible explanation of this event could be the following : an unwanted press on the bolus key which causes the display of the screen (next page) with 1500 ml/h displayed, and beeps after 10 seconds for a validation request. The screen can be exited only using the c key, prog (bolus programmed) or bolus (simple bolus). To our knowledge this complaint was not being related to patient safety. This complaint is not valid. No action was initiated for this event.

Event description:
Infusion rate jumped from 180 mls/hr for 3 hours to 1500 mls/hr; unusual beeping sound was heard and tubing was remove immediately. Potential overdose.